Manufacturer narrative:
Device evaluated by MFR.: investigation completed. The device was returned for evaluation. A visual examination and inspection was done on the handshake connection and no damage was noted. A connect/disconnect test was attempted to examine the integrity of the connection and no issues were noted. Wet testing was attempted and upon inspection, a tear in the sheath around the distal coil was noted and that saline was not reaching the end of the sheath but was being expelled through the sheath. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the sheath was torn. The 100% stenosed target lesion was located in a severely calcified unspecified blood vessel. A 1.50mm rotalink plus was selected for a percutaneous transluminal coronary rotational atherectomy. During preparation, upon setting up of the rotational speed, it was noted that the outer sheath was torn. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was good.

Event description:
It was reported that the sheath was torn. The 100% stenosed target lesion was located in a severely calcified unspecified blood vessel. A 1.50mm rotalink plus was selected for a percutaneous transluminal coronary rotational atherectomy. During preparation, upon setting up of the rotational speed, it was noted that the outer sheath was torn. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was good.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).